Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge was unable to be installed onto the pump. Customer did not recall further details of the alleged issue. The customer changed cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.